Event description:
The patient had an istat troponin run at 15:10, result was negative- then blood draw came back with a troponin of 1170. We then reran the istat troponin at 15:55 and lab troponin, the istat was negative still and the lab draw result was1018.